Manufacturer narrative:
Evaluation summary: as received, leaflets were cut from the valve and not returned with the device. Host tissue was minimal to moderate at the stent inflow. Calcification was also observed on the remaining free margins of leaflets 1 and 2. Commissure 1 wireform, wireform between commissures 2 and 3 and wireform between commissure 1 and 3 on the outflow aspect were exposed. The xray demonstrated calcification and wireform between commissures 2 and 3 was also distorted. X-ray. Additional manufacturer narrative: through follow up, copies of the patient's medical records along with the explanted device were returned to edwards. It was learned that this device was explanted due to prosthetic aortic valve endocarditis. The op report notes that this patient also had 3+ aortic insufficiency. The infection organism was identified as streptococci. It also documents a severely calcified prosthetic aortic valve with thrombus/vegetations coating medial side leaflets; approx. 1 cm in diameter. The explanted device was evaluated and confirmed the reported calcification. Unfortunately, the leaflets were cut from the valve and not returned; therefore, the reported vegetations on the leaflets could not be assessed to confirm the endocarditis. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this case, the op report identifies streptococci as the bacterial organism causing the endocarditis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.